Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients were not coming up for emt paramedic bag removal. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not appearing for emt paramedic bag removal. A technical support specialist (tss) review confirmed that each patient had only two transactions recorded across the facility from october onward, and with the inactivity period set to 15 days, the lack of recent transactions correctly caused their admissions to become inactive. Since inactive admissions are intentionally excluded from search results and the show recurring admissions option is disabled, the system behavior is functioning as designed. Restoring visibility would require reducing the inactivity threshold and generating a new transaction. As the root cause is simply the absence of activity beyond the configured limit, the ticket is being closed, with the customer advised to open a follow-up request if workflow or configuration adjustments are needed. The system functioned after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients were not coming up for emt paramedic bag removal. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.